Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up 426 mg/dl while at school. Forty minutes later, the customer's blood glucose reading was 470 mg/dl. The nurse called back to report spilled ketones and meter reading high over 600 mg/dl when issue first started. The nurse treated with a direct shot of 7 units through needle. The customer also complained about issues with bent cannulas. The customer will be sent replacement sets.